Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) contacted technical services to report the patient was having drain issues during peritoneal dialysis treatment on (B)(6) 2016. Follow-up was made with the pd patient's clinic rn, who stated the patient did contact her to report the drain issue occurrence on (B)(6) 2016 was admitted to the hospital the following day on (B)(6) 2016 due to severe dehydration. Per pd rn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated it was unknown whether the patient had completed peritoneal dialysis treatment that evening. Per pd rn the patient had several comorbidities including a bad heart and lungs. Per pdrn as of (B)(6) 2016 the patient was still hospitalized, and was being provided effective dialysis treatments while hospitalized. Medical records were requested.